Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation with their implantable neurostimulator (ins) system. The patient last felt the stimulation on (B)(6) 2012 and x-rays that were taken showed a "lead issue". Her ins was found to be in an overdischarge condition and that she had not recharged the device because, she had lost her recharger during a move (the patient was sent a new recharger). It was also reported that the patient had pain at the ins pocket site and back pain as the result of a car accident and a fall on (B)(6) 2012. The patient stated that she maintained adequate stimulation following her car accident. She did report that her ins was protruding out from her back and a cat scan taken on (B)(6) 2012 showed that all of her leads were in place and intact but did reveal a right renal lesion. The patient believed that her pain was caused by the spread of her underlying condition while her physician felt it was due to the affects from her fall. The patient was going to get a second opinion. She did have a further concern because, she needed to recharge the ins but was it too painful to do so. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 377760, lot# n0034791, implanted: 2006( B)(6), explanted: na. Programmer: model 37742, serial# (B)(4). Extension: model 3708140, serial# (B)(4), implanted: 2006 (B)(6), explanted: na. (B)(4).